Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The nail was classified as primary product during investigation. All other returned implants are associated products and will be not considered in the investigation summery. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The nail was drill marked within the anterior bridge of the proximal lag screw hole. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge and caused a notching effect on the lateral side, that favours significant the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments or implants were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Smooth lines of rest are visible on the anterior bridge breakage surface; the bridge broke step by step (fatigue fracture). The lines of rest run from lateral to medial. These lines of rest indicate (in combination with the found drill marks), that the nail breakage started at the anterior bridge at lateral. After the anterior bridge was full or main partly broken, the posterior bridge followed first step by step than spontaneous in a brittle fracture; the spontaneous fracture was most likely caused by patient¿s accident (¿patient fell on porch¿). Bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants; these loads did most likely also contribute to the nail breakage. Intra-operative implant damages and postoperatively loads are listed as adverse effects in the IFU. If other listed adverse effects did also contribute to the nail breakage could not be determined due to missing information. Because no manufacturer related issues were found the nail breakage is attributed to a user error contributed by the patient. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Event description:
It was reported that there was a revision for a broken gamma nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that there was a revision for a broken gamma nail.